Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual observation noted that the antenna on the communicator was bent. The power supply did not pass voltage testing and when plugged into an outlet, a ringing sound was noted. Smoke was observed where the cord connected to the power brick. The power brick was opened and identified a shorted, melted diode. The communicator passed all baseline testing with a known good power supply. Laboratory analysis confirmed the reported observations.

Event description:
Boston scientific received information that the power supply for this communicator emitted smoke when plugged into an electrical outlet. The communicator and supply were replaced. No adverse patient effects were reported.